Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned to the distributor for evaluation, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force. It is unknown whether the damage to the electrode belt cables contributed to the 95j treatment. It is unknown when the damage to the electrode belt occurred. It is possible that the damage occurred during ems resuscitation attempts. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through the cause and effect analysis. The following factors could not be ruled out as contributing causes of the motion artifact: body motion. Poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec (B)(4) performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event while in a skilled nursing facility. Motion artifact contributed to the false detection. The response buttons were not pressed during the event. The energy level of the treatment was 95j. Ems reported that the electrode belt had frayed wires that were sparking. It is unknown if the low energy level of the treatment was related to the damage to the electrode belt. The patient was taken to the hospital for further evaluation. The patient's physician decided to end use of the lifevest, as the patient was unable to interact with the device.